Manufacturer narrative:
Device evaluated by manufacturer: visible blood was observed inside the balloon. The polarx device was dissected, and the inner and outer balloon lines were pressurized in attempt to locate a leak. A breach was observed in the outer balloon. Further observation revelated there was a small hole in the outer balloon. This hole allowed fluid to ingress triggering a true blood detection error.

Event description:
It was reported that during procedure a crbs polarx fit was selected for use. However, when the physician attempted to enter the right inferior pulmonary vein (ripv) using the polarx fit, there was resistance to pushing the catheter. The cryo machine again showed a system abnormality, so he exited the polarx fit test again and found that the balloon had ruptured. The procedure was cancelled. No patient complications were reported.

Event description:
It was reported that during procedure a crbs polarx fit was selected for use. However, when the physician attempted to enter the right inferior pulmonary vein (ripv) using the polarx fit, there was resistance to pushing the catheter. The cryo machine again showed a system abnormality, so he exited the polarx fit test again and found that the balloon had ruptured. The procedure was cancelled. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.